Manufacturer narrative:
Other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. It was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no evidence of the reported event. To further investigate, a functional test was performed. Customer problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Root cause was determined to be inaccurate delivery. It was recommended that the expulsor assembly be replaced due to the expulsor being previously trimmed. No further actions provided.

Event description:
Information was received indicating that during bench testing of a smiths medical cadd legacy pump, it was noted that the pump failed accuracy (+6.5%). No patient was involved in this event. No adverse effects were reported.